Manufacturer narrative:
This event was reported to the manufacturer through the (B)(6) registry. Based on internal clinical assessment the event was determined to be valve related. Device disposition presently unknown.

Event description:
A mitroflow dla21 was implanted on (B)(6) 2014 via median-sternotomy. The valve was implanted supra- annular with non-everting suture technique. On (B)(6) 2015, the patient developed primary endocarditis due to unknown microorganism.

Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(4), were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Since the device has not been explanted no further investigation has been performed. The onset of the endocarditis occurred 1 years after the valve was implanted, for this reason it is improbable that this infection is related to a valve deficiency. This is also confirmed by the sterilization method used for dla valve: a potent combination of aldehydes and alcohol solutions are used to chemically sterilize all tissue valve products at lnc. The chemical sterilization process is continually validated to deliver a sterility assurance of level (sal) of 10-6. This means a probability of having one non-sterile product in one million products. Validation is in compliance with the international standard iso14160:2011. A worst-case chemical sterilization process is validated by utilizing lower-strength sterilant, shorter sterilization times, and inoculation with a high number (106 cfu) of spore-forming bacteria (e.g. Bacillus atrophaeus). Vegetative bacteria, such as staphylococcus aureus, are more susceptible to chemical sterilization than the bacterial spores used to validate the process. Trained operators wearing clean room appropriate attire chemically sterilize the valves in environments that are separated from an iso class 8 clean room to maintain asepsis. Mitroflow valves are chemically sterilized within a vaporous hydrogen peroxide (vhp) decontaminated isolator. All products are sterilized for a longer time than what was successfully validated to ensure a delivery of a minimum sal of 10-6.

Event description:
Update received on january 19 from the hospital: the patient sure avr ID: (B)(4) suffered from valve endocarditis, as was documented in the sure avr registry, which resulted in the redo procedure, avr with mechanical prosthesis (B)(6) 2015. Valve was explanted and is not available to return to livanova.